Event description:
It was reported that a vns pt's device had been turned off 4 months ago because it was not working. The pt does not want to be reimplanted with vns because he has been stable with vns programmed off. Previous reports had indicated the pt's physician was referring the pt for generator revision, but the pt no longer wanted vns therapy due to the voice alteration and hoarseness he was experiencing associated with stimulation. It is likely that the vns device will be explanted. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.